Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change due to broken solder joint on interface board.

Event description:
The customer reported via phone call that they received unexpected restart alarm. The customer's blood glucose was 64 mg/dl at the time of incident. The insulin pump was returned for analysis.